Manufacturer narrative:
(B)(4). The device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident.

Event description:
It was reported that during an appendectomy procedure, the surgeon applied clips to the vessel but the clips kept falling off. Another competitive device was used to complete the procedure. The condition of the patient immediately after the event was stable. There were no adverse consequences for the patient.